Event description:
The nurse reported that the tip blew off the vitrectomy probe during surgery. Multiple attempts were made for more information and patient status with no response to date. No patient injury was reported.

Manufacturer narrative:
The sample has been received for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4)